Event description:
A discordant, falsely low calcium result was obtained on one patient sample ((B)(4)) on a dimension vista 1500 instrument. It is unknown if the discordant result was reported to the physician(s). The operator repeated the sample immediately on an alternate dimension vista instrument. The corrected result was reported to the physician(s). The customer contacted the siemens customer care center (ccc) at a later time about an additional discordant calcium result on a different patient sample ((B)(4)). The sample was repeated on the same instrument and an alternate instrument, resulting higher. A precision study was run on the patient sample, producing different results. No results were reported to the physician(s) for the patient. The correct result for the patient is unknown. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse ran service methods, aligned new probes and set values, and realigned the probe to cuvette numbers. Patient samples, a system check, and quality controls were run to verify the instrument is operational. The cause of the discordant calcium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.